Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pt underwent primary l tkr on (B)(6) 2004. Revised on (B)(6) 2021 due to pain. 10mm insert removed and replaced with 17mm insert. (B)(4).